Event description:
It was reported that the augmentation of cs100 intra-aortic balloon pump(iabp) malfunctioned. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the augmentation of cs100 intra-aortic balloon pump(iabp) malfunctioned. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, e3, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during routine maintenance the cs100 intra aortic balloon pump (iabp) malfunctioned. There is no information about patient involvement. No harm is reported. A getinge fse reported that 5000 hour maintenance kit is defective and needs replacement. The 5000 hour maintenance kit was replaced and the defective part was retained by the customer. The device was returned to the customer for clinical use.